Manufacturer narrative:
Patient age/date of birth and weight are unknown. (B)(4). Exact date unknown; reported as (B)(6) 2016. Device has not been explanted yet. Complainant part is not expected to be returned for manufacturer review/investigation, as it is reportedly still in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient came in to see the surgeon after experiencing some discomfort when taking a large bowel movement shortly before the week of (B)(6) 2016. The patient had the ti matrixrib pre-contoured plate at ribs 8 and 9 implanted sometime in (B)(6) 2016. The surgeon saw the patient the week of (B)(6) 2016. X-rays were taken and revealed a clean break of the device. The surgeon is not sure of whether to leave the plate inside the patient, or have it taken out. A decision will be made at a future date. Concomitant device reported: screw (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).